Manufacturer narrative:
(B)(4). Unit passed displacement test. However, unit received with moisture damage at the electronic assembly noted.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that there was fluid in the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.